Event description:
I have a realize brand lap band that was placed in 2011. I have struggled with vomiting, nausea and pain for years, but recently I have been unable to eat solid food. My band has no fill and my dr said it needs to be removed asap. My (B)(6) policy lists anything "bariatric" as a hard exclusion and is refusing to pay for removal. I am desperately seeking help to have this defective device removed from my body. My stomach is extremely limited on the amount of fluid that it will allow through. I can only consume thin liquids at this time and fear that soon even that will not go through forcing an emergency removal. I feel that the makers of these bands are responsible for paying to have them removed. I was not warned in any way of complications and was told that it would be "no problem" for removal if the device was unsuccessful with no complications. My hair is falling out, my teeth are getting loose and I am missing work due to extreme pain in my abdomen. Please help me. It has been recalled. FDA safety report ID# (B)(4).